Event description:
It was reported that the device data seemed to indicate that the patient was not 100% ventricular paced, when in fact the patient was. It was later determined that this was due to a design difference, and that the device was otherwise functioning normally. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419378 implantable pacing lead, implanted: (B)(6) 2006. (B)(4).